Event description:
It was reported that the user experienced hypoglycemia while using the ilet after announcing a meal as usual, with a documented lowest blood glucose of 54 mg/dl, and the glucose was trending upward after treatment with oral carbohydrates by the end of the call. Symptoms included low blood glucose. Outcomes included resolution of the immediate low as glucose increased during the call and no hospitalization. Investigation included troubleshooting and education conducted by support and transfer to a partner clinical team for further evaluation. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.